Event description:
It was reported during elective generator changeout, the rv lead was capped and replaced due to externalized conductors. The patient condition is fine.

Manufacturer narrative:
(B)(4).